Event description:
It was reported that three weeks after a contour stent was implanted to the patient, a stent removal procedure was performed and it was observed that the stent was calcified. The stent was successfully explanted with the use of a pair of forceps and there were no patient complications reported.

Manufacturer narrative:
Block d4, h4: the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Block h6: device code a040501 captures the reportable event of stent calcified.